Event description:
It was reported that a 250ml bag of octreotide was programmed to infuse at 12.5ml/hr however after approximately 1 hour and 46 minutes the bag was noted to be unexpectedly empty. The customer stated the infused volume saved in the pump was correct. There was no harm.

Manufacturer narrative:
The customer¿s report of a 250ml bag of octreotide unexpectedly being empty after 1 hour and 46 minutes appears to be associated with a broken upper platen hinge on the membrane frame. Inspection identified the membrane frame assembly was observed to be broken at the upper platen post insert. Review of the pump module event log found no programming anomalies. Functional testing was performed by replicating the customer infusion on the ¿as received¿ pump module observed an instance of free flow. After the broken membrane frame was replaced with a known good part, testing found no anomalies with the pump module¿s fluid delivery system. The root cause of the broken upper platen hinge on the membrane frame was determined to be caused by customer misuse.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a 250ml bag of octreotide was programmed to infuse at 12.5ml/hr however after approximately 1 hour and 46 minutes the bag was noted to be unexpectedly empty. The customer stated the infused volume saved in the pump was correct. There was no harm.